Event description:
The initial reporter stated they received questionable results for two patient samples tested with crep2 creatinine plus ver.2. The first patient sample was tested using cobas 8000 c 702 module serial number (B)(4) and the second patient sample was tested using c702 analyzer serial number (B)(4). The first patient sample was tested on c702 analyzer serial number (B)(4), resulting in a creatinine value of 235 umol/l and this value was reported outside of the laboratory. The clinician questioned the result since it did not agree with the patient's clinical picture. A second sample was collected from the patient and tested on (B)(6) 2022, resulting in a creatinine value of 79 umol/l. The second patient sample was tested on c702 analyzer serial number (B)(4) on (B)(6) 2022, resulting in a creatinine value of 119 umol/l. The sample was then repeated on c702 analyzer serial number (B)(4) on (B)(6) 2022, resulting in a creatinine value of 79 umol/l. The first patient sample was tested using creatinine reagent lot 615682. The reagent expiration date was requested, but not provided. The second patient sample was tested with creatinine reagent lot number 625311, with an expiration date of 31-jan-2023.

Manufacturer narrative:
Upon review of reaction data for the initial measurement of the second patient sample, the reaction curve suggests a reagent carryover. Calibration data provided from 12-feb-2022 to 08-jun-2022 was ok on c702 analyzer serial number (B)(4). Calibration data provided from 22-feb-2022 to 02-jun-2022 was ok on c702 analyzer serial number (B)(4). Quality control data from 14-may-2022 to 13-jun-2022 was within range on both analyzers. Upon review of the alarm trace from 30-may-2022 to 06-jun-2022, sample short, clot detection, and sample foam detection alarms occurred frequently. The field service engineer checked c702 analyzer serial number (B)(4) and found bubbles in the cell rinse unit. Adjustments were carried out on the analyzer. Duplicate testing was performed for 300 patient samples and results were acceptable. Precision studies performed before and after the performed adjustments were ok, however precision for one test showed that the analyzer mixers should be checked. A general reagent issue can be ruled out as calibration and controls are acceptable. The investigation could not identify a product problem. The issue is consistent with incorrect pre-analytic sample handling.

Manufacturer narrative:
The evaluation result and evaluation conclusion codes have been updated.